Event description:
The pt alleged that the pump was not responding to button presses after the battery was changed.

Manufacturer narrative:
No damage was observed to the keypad. The up arrow button would not respond to presses. The keypad was removed and adhesive was found under the button contacts intermitting key presses. Contamination was found under button contacts.